Event description:
The customer contact reported air in the tubing set. The tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a symbiq pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery of an unspecified concentration of tylenol. After an unspecified length of time, the customer contact reported a large volume of air in the tubing. No specific details provided. Multiple unsuccessful attempts have been made to obtain additional information including, if there were any reported adverse patient event, delay in critical therapy, and if any medical interventions were required.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by reporter upon query by hospira personnel.